Manufacturer narrative:
Device still implanted. This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
It was reported that a patient underwent a post-operative instability-dislocation (anterior). Problem resolved without sequelae by closed reduction. (B)(6).

Manufacturer narrative:
Supplemental # 01 : additional information about serial and lot numbers. This is the final report submitted regarding this surgical event and medical device.